Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. During triage on (B)(6) 2018 the service tech discovered that the pump will prompt low battery when disconnected from power and shutdown regardless of how fully charged the battery might be.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿that the unit has alarm system error. During triage, the service tech discovered that the pump will prompt low battery when disconnected from power and shutdown regardless of how fully charged the battery might be.¿ the unit was triaged and the reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.